Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for separation. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during advancement, without resistance, of a balance middle weight (bmw) guide wire, the proximal shaft separated into two pieces within the guide catheter. All devices were removed as a single unit and the entire separated portion was removed within the guide catheter. There was no clinically significant delay and there were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.